Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during procedure, the infusion line separated into two pieces leading the practitioner to change the infusion line during the procedure. No report that actual patient harm has occurred or surgery was prolonged 30 minutes.

Manufacturer narrative:
Since the involved vfi tube was not returned to dorc, no physical examination could be performed to confirm the reported failure. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot previously. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.though the failure could not be confirmed for this particular case, dorc is aware that, on rare occasions, the bond between the pvc tubing and silicone tubing may fail during silicone oil injection. Though this type of failure seems to occur mostly when a high pressure (> 5 bar) is applied, an investigation has recently been initiated to determine the cause of this failure and to explore opportunities for product improvement (dtp 2023-475) the analysis includes all complaints with failure mode vfi-tubing-split(-xx) and the distribution figures of the 1279.vfi tube set (in pcs).

Event description:
We have been informed that during procedure, the infusion line separated into two pieces leading the practitioner to change the infusion line during the procedure. No report that actual patient harm has occurred or surgery was prolonged > 30 minutes.